Manufacturer narrative:
The pump was returned to animas for eval. During investigation, it was found that all keypad button presses did not activate desired pump functions. Keypad button was intermittently responsive during testing. There was evidence of corrosion found under all key contacts. Unrelated to the complaint, during eval a crack around the perimeter of the display lens was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
It was reported that the buttons are not responding. It was reported that there are no signs of structural damage to the keypad and the pump is worn occasionally in the pool.